Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that liquid leakage occurred at the connector-to-tubing connection of the nrfit 250 ml reservoir cassette during filling before patient use at the facility. There were no patient involvement and no patient harm. If this malfunction were to occur during patient use, it could result in leakage of drug, potentially exposing the patient and/or clinician to the medication and affecting therapy.